Manufacturer narrative:
The approximate age of the device was 49 days. Manufacturer's investigation conclusions: the reported backup battery fault alarms were confirmed through the analysis of the returned 11 volt system controller backup battery, serial number (B)(4). It was reported that the patient experienced a backup battery fault on (B)(6) 2018 and contacted the hospital. The hm3 system controller screen reportedly displayed ¿replace internal battery¿. The backup battery fault alarms were not associated with any reported interruptions in pump function. No system controller log files from the time of the reported event were submitted for review. The perfusionist reportedly replaced the backup battery within the patient¿s system controller and no further alarms occurred since the replacement. The patient remains ongoing on vad support and no additional events have been reported at this time. The returned backup battery was returned in unremarkable condition. The backup battery was installed within a test system controller which was then connected to a test patient cable, power module, and system monitor. The backup battery was completely depleted at the time testing was performed. The controller went into run mode when powered on. Throughout testing, there were intermittent backup battery fault alarms active. In addition, the backup battery could not support the system when both power cables were disconnected from external power. The backup battery was opened to measure the internal components. The cells and accessible components measurement all appeared to be within normal limits. Measurements were then taken while the backup battery was connected to a system controller. Test points 1 and 2 were both found to be slightly lower than expected (approximately 10v) as compared to a functional backup battery (approximately 11.5v). No further troubleshooting could be completed as the components on the underside of the board were not accessible. The root cause for the backup battery faults and loss of support during testing upon removal of external power was unable to be determined through this analysis. The heartmate ii lvas IFU and patient handbook outline all system controller alarms and the appropriate actions associated with them. In addition, the IFU provides instructions on how to replace the backup battery. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that a "replace internal battery" alarm was displayed on the system controller. The battery was not expired. The battery was exchanged by the perfusionist, and no further alarms occurred. The patient was asymptomatic. No additional information was provided.